Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
It is reported that the customer had low blood glucose levels of 30 mg/dl. The customer also reported having high blood glucose levels of 362 blood glucose levels. The customer reported that he was hospitalized at least three times since the low blood glucose levels event. Troubleshooting was done. The customer would want to have the insulin pump replaced. No additional information is provided.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.